Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that a potential reportable event occurred. No additional event or patient information is available. Data was received for evaluation, the data log confirmed the report of my transmitter readings to my receiver haven't been functioning very well . Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.